Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector won¿t latch) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the trunk cable connector was damaged and unable to communicate or latch to a monitor. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt connector latch does not latch with monitor